Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the devices shut off during an infusion of an unspecified medication which displayed communication error 800.8000. There were no adverse effects caused to the patient from the event.